Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found the battery was vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, during charging, the handle was not charged, the display blacked out. Red adhesive gel like material came out from the power handle charging part and also flowed out to the charger side. It was noted that the handle short circuited and did not power up from the start. There was also some white discoloration noted on the contacts of the powered handle. The entire charging part was covered with the adhesive material when it was first checked after wiping off a large amount. Furthermore, the charger was also covered with one side of the adhesive material and was also cleaned by the nurse. The charger was working. Since it was not the operation day, the user did nothing and just reported to resolve the issue. There was no patient involvement.